Event description:
Major pump unit(s) involved: blood pump; device thrombosisadditional text: heartmate iispecific component(s) involved: pump drive unit malfunctionadditional text:other component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pump; device thrombosisspecific component(s) involved: pump drive unit malfunction